Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
New information became available that a revision procedure was done in which the lead was removed from the device header and then reconnected once again. Prior to removing the lead from the device header, the physician gave the lead a tug to ensure an adequate connection, the lead was secure within the header. Once the lead was reinserted into the device header, all numbers are now within an acceptable range.

Event description:
Boston scientific received information that this lead was exhibiting fluctuating impedance measurements, ranging from 1200 to greater than 2000 ohms since implant. There were also some threshold issues. Some programming changes were made to alleviate these issues. The decision was made to revise this lead in the coming days.